Event description:
It was reported that the lead was misplaced. The pre-op plan was for target in stn. Post-op, the CT suggests the right lead was sitting more medial than planned, was not at the planned target. X-ray of lead suggests the lead may have deviated as it came out of the cannula. The patient didn¿t experience any side effects from the stimulation when tested post-op. No action was required. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that a healthcare professional (hcp) involved with the event "thought that the (lead) deviation might have been caused by a bent stylet tip."

Manufacturer narrative:
Concomitant products: product ID 3387-40, lot # 0209392702, implanted: (B)(6) 2015, product type lead; product ID 3387-40, lot # 0209356424, implanted: (B)(6) 2015, product type lead. (B)(4).